Manufacturer narrative:
Lot review: a review of suspect lot# 3293911 showed (B)(4) were manufactured, tested, inspected and released in july 2016 citing no exception documents. Visual inspection: received two (2) used ch2000sc-10, spiros®, closed male luer w/red cap, 10 units, lot# unknown and one (1) non-spinning spiros assembled to a infusion set with microclave (make, model, unk.,) and one (1) 10ml bd syringe. One of the spinning spiros is attached to the 10ml syringe empty of drug. The other spinning spiros is attached to the infusion set. The infusion tubing has blood in the tubing and inside the non-spinning spiros and could not be removed with a weekend soak in decontamination solution. Fucntional testing: the following was returned: one used ch2000sc-10 with the spin feature activated. Used ch2000sc-10 --> unidentified microclave extension set --> non-spinning spiros. One used 10ml bd luer lock syringe. The leading threads of the syringe were damaged. The residual disconnect torque of the ch2000sc-10 spinning spiros connected to the unidentified microclave extension set met specification. The residual disconnect torque of the used stand alone ch2000sc-10 spinning spiros met specification. Final analysis summary: the used ch2000sc-10 spinning spiros were evaluated and there was no evidence of a predisposition to disconnect from a syringe. The leading end of the other manufacturers bd syringe threads were damaged. The root cause of this damage to the non ICU medical syringe is indeterminate. ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding tubing found disconnected where syringe meets the spiros causing some leakage. No adverse patient consequences reported.